Event description:
It was reported that there were several episodes classified as vf due to ventricular channel noise. The noise could not be reproduced. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.